Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys testosterone ii assay on a cobas 6000 e 601 module. The erroneous result was not reported outside of the laboratory. The sample initially resulted with a testosterone value of 4.05 nmol/l, repeating as 1.24 nmol/l. No adverse events were alleged to have occurred with the patient. The testosterone reagent lot number was 304760, with an expiration date of 31-may-2019. The field service engineer found a dirty pre-wash line. He cleaned the line and the issue did not occur again. For the last calibration performed on 18-dec-2018, calibration signals are slightly higher than expected. There were no calibration errors. Quality controls were within range, showing no indication of an instrument or reagent performance issue. The customer used a sample tube with a 13 x 100 mm. Diameter without rack adapters. The investigation could not identify a product problem. The cause of the event could not be determined.